Manufacturer narrative:
Siemens service performed a system's check and replaced multiple parts including a pipette probe assembly and flourometer lamp. A stratus application specialist and an application specialist for the other siemens lab analyzer performed a successful correlation study. The system is operational.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. An investigation into the root cause will not be possible. The customer stated that there are no log files available to be returned because the instrument was switched off. The customer also stated that there was no indication of system issues at the time of the event. The qcs were in the expected ranges but unfortunately there are no printouts available.

Event description:
The customer reported a false negative cardiac troponin result on one stratus cs when compared to the results from another stratus cs and a siemens lab analyzer. There was no report of injury due to this event.